Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 19mm sjm regent heart valve w/ flex cuff was chosen for a procedure. During procedure, a malfunction of valve leaflet opening and closing was noted. A new 17mm sjm regent heart valve w/ flex cuff was chosen and completed the procedure while patient on bypass. There was no delay in the procedure. The patient was reported recovered and discharged.

Manufacturer narrative:
An event of sticking leaflet was reported. Information from the field indicated that leaflets did not open during surgery. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the received information, the cause of the reported sticking leaflet could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.